Event description:
Patient presented with small access vessels, mild calcification, moderate tortuosity. Vessels were predilated with 8x4 balloons, unable to access with a bifurcated device. The device was removed, and the vessels were predilated with 9x4 balloons. The iliac vessel was inadvertently perforated. The vessel was repaired with a bard fluency graft. The patient was not treated at this time.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.